Manufacturer narrative:
Additional information was received that the physician did not suspect that headache was device related. It was also noted that the patient confirmed that the reason for explant was due to the patient no longer wants it.

Event description:
A report was received that the patient was experiencing severe headache. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected. The patient was doing well postoperatively. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing severe headache. The patient will undergo an explant procedure.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-8216-50 serial #:(B)(4) description: artisan surgical lead, 50cm model#: sc-4316 lot #: 16725218 description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was experiencing severe headache. The patient will undergo an explant procedure.